Event description:
During testing at the user facility, it was reported that the core sumex drill displayed a fault error message on the console. After return to the manufacturing facility, it was reported that a bias current message appeared when the device was connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
During testing at the user facility, it was reported that the core sumex drill displayed a fault error message on the console. After return to the manufacturing facility, it was reported that a bias current message appeared when the device was connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Manufacturer narrative:
During failure analysis, it was confirmed by the service technician the device caused a bias current error to be displayed during the functional evaluation. Upon disassembly, the technician found the motor assembly was corroded. The presence of motor assembly corrosion may cause or contribute to the reported event.